Event description:
Two days after the successful balloon assisted embolization of a basilar tip aneurysm and subsequent discharge, the pt fell and developed a severe headache. The pt experienced word finding difficulty but no other neurological symptoms. A CT scan taken at presentation in the emergency room revealed a left basal ganglia thalamic region hypodensity consistent with a possible stroke. The pt was given plavix, dose unk, to treat the stroke and topamax, dose not disclosed, for the headache. The headache resolved with no residual effect. An MRI scan, revealed asymptomatic cerebral infarcts. The cause of the infarcts was unk but the physician stated the coils could be the possible embolic source for these. The physician did not allege any malfunction or non-conformance of the coils related to the stroke. The stroke resolved and the pt was reported to be asymptomatic with no neurological deficits. The pt was discharged from hospital two days after presenting at the emergency room.

Manufacturer narrative:
Unk as the upn and batch numbers were not disclosed. For no allegation of product malfunction or non-conformance contributing to the reported event.